Event description:
Event description boston scientific crm received information that the patient noticed the pacemaker pocket is getting tighter and tighter around the device. When it is working he can feel the little electrical impulses and a twinge. The patient was in the hospital 2 weeks ago due to becomming dizzy and lightheaded. The emt's said the heartrate had fallen to 42bpm. They checked out the pacemaker at the hospital and it was working fine.